Event description:
On (B)(6), 2010, the lay user/patient's nurse contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately high compared to laboratory result. The medical surveillance specialist (mss) was unable to reach the lay user/patient or the nurse by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's nurse does not recall when the alleged issue began. On an unspecified date/time, the patient reportedly obtained blood glucose results of "141mg/dl" with the subject meter and "107mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages her diabetes with an insulin pump; however, it is not known what action, if any, the patient took in response to the alleged issue. On an unspecified date/time the patient's nurse claimed the patient experienced chest pains; however, it is not known what the patient's blood glucose result was prior to the onset of her symptom, it is not specified if the patient made an changes to her diabetes management before her symptoms began, it is not known how much time passed between the time the alleged issue occurred and the start of her symptom, and it is also not known if the patient suffers from additional health conditions. On an unspecified date/time the patient's nurse claimed the patient obtained (with an unspecified type of meter) a blood glucose result of "511mg/dl"; however, it is not known what action the patient took in response to her blood glucose result. For an unspecified reason, on (B)(6), 2010 (at 3:22pm), the patient reportedly went to the emergency room (ER), was administered insulin intravenously by a health care professional (hcp), and allegedly was hospitalized; it is not known, however, what the patient's blood glucose result (with the ER's meter) prior to receiving treatment. On the evening of (B)(6), 2010 (time not specified) the patient reportedly obtained a blood glucose result of "124mg/dl" with the hospital's meter. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Although it is unclear what action the patient took in response to the alleged issue and it is unknown which device the patient obtained the blood glucose result of "511mg/dl" with, this complaint is being reported because the patient reportedly received treatment from an hcp and was allegedly hospitalized while using the lfs product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.